Event description:
Pt reported remodulin leaking from cassettes. Pt stated her cassette depleted sooner than she expected so pt went to make a new cassette. During the process of injecting the remodulin into the cassette~ the pt made 2 cassettes and both were leaking out remodulin after the pt filled the cassette with remodulin. Provided the pt the proper steps to inject the syringe into the cassette. Pt was going to try filling the cassette with water for practice, so she doesn't waste anymore remodulin. Indication: cor pulmonale (chronic), pulmonary hypertension, unspecified, secondary pulmonary arterial hypertension. Pt code: 4580. Device codes: 1354, 1057. Ref report: mw5172652.